Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered inappropriate shocks. No intervention was reported. The patient condition was unknown.

Event description:
New information received notes that the episodes of inappropriate shock delivered by the implantable cardioverter defibrillator (ICD) were noted in clinic. No intervention was performed. The patient was in stable condition.